Manufacturer narrative:
Device evaluation: analysis of the returned device identified delamination of the valve, wear abrasion and creases fold. Leak test and microscopic analysis was performed which identified an opening crease sharp on anterior and delamination of the valve. Based on the device analysis the final assessment is a delamination total of the valve (adhesive failure), and an opening crease sharp on anterior due to fold flaw opening.

Event description:
Device was explanted.

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.